Manufacturer narrative:
The company representative observed "iab disconnect", "rapid gas loss", and leak messages in the fault log, while we are unable to conclusively determine the cause of these messages, they can occur as a result of the iab not being securely connected to the iabp during set up, in addition to iabp malfunction. However, in this case, the company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "rapid gas loss" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.